Manufacturer narrative:
Date of event is unknown, no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition. Per functional testing as soon as the power was turned on the device started alarming. (The pump will not run if the device is alarming). The complaint was confirmed. The root cause was a faulty membrane switch. It was unknown what caused it to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch. Performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was powering on but not pumping water. No patient involvement was reported.